Event description:
It was reported that the procedure was treating a mildly calcified lesion in the diagonal coronary artery. During preparation, the 2.25x23mm xience xpedition was found to have a hole in the lumen and was pulling in air. The device was not used. A 2.25x18mm xience xpedition was then used, but it failed to cross due to the patient's anatomy. A 2.25x12mm xience xpedition was then used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The leak was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.